Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 power interrupt error was found in the history list. The soft components of the housing are worn down heavily; therefore, moisture may enter the insulin pump and destroy the pump electronics. The button function was tested successfully and meets the specifications. The pump correctly triggered an e8 error as a result of the power interruption while the pump was in run mode.

Event description:
On (B)(6) 2013, patient reported the buttons on the infusion device do not function. He removed and reinserted the battery, and the infusion device displayed an e8 power interrupt error. He removed and reinserted the battery again, and the buttons functioned correctly for a short time. A new battery was inserted when the buttons stopped functioning again, but this did not resolve the issue. The buttons are not flat and do not work or produce an audible sound even if pressed hard. The infusion device was not dropped on a hard surface. Patient reported he would switch to his backup infusion device. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.